Event description:
It was reported that after the estimated implantation period of 90 months oversensing with artifacts, loss of capture, pacing impedance out of range (greater than 3000 ohm) were noted on this rv lead. Lead breakage was suspected. The patient suffered syncope and was hospitalized with head trauma.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.